Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that there was no capture and the impedance suddenly went from 600 to over 1500, stabilizing at 1616 ohms. The physicians assumed the patient's lead dislodged. It was also reported that there were high thresholds. The lead was replaced. No patient complications have been reported as a result of this event.